Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 136 mg/dl and sensor glucose was 55 mg/dl at the time of call. The customer's blood glucose was 166 mg/dl and sensor glucose was around 59 mg/dl at the time of incident when it triggered threshold suspend. How glucose travels in the body was explained to the customer. The customer was advised to turn the feature off. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one random opened/used enlite sensor and perform continuity resistance test and sensor passed per specifications. Perform bicarbonate buffer test and sensor failed with high readings.